Manufacturer narrative:
The initial information supplied by the reporter of this incident indicated the device manufacturing site was smith & nephew, germany, (B)(4) as identified in this report number. New information has since been supplied which indicates the manufacturing site for the known device in this case is smith & nephew orthopaedics,(B)(4).

Event description:
It was reported that a revision surgery was performed due to complications with the implant.

Manufacturer narrative:
The devices utilised in this case were implanted in an off-label application in the USA, as the hemi-head (large diameter cocr femoral head) is only approved for use in the USA when attached to a smith & nephew femoral stem for articulation on native bone, not on an acetabular component (r3 cocr liner). The r3 metal liner is FDA approved for use only with a bhr resurfacing femoral head. Also, as noted in our first follow-up report, the initial information supplied by the reporter of this incident indicated the device manufacturing site was smith & nephew, (B)(4), as identified in this report number. New information has since been supplied which indicates the manufacturing site for the known device in this case is smith & nephew orthopaedics, ltd., (B)(4).